Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was out. Upon functional testing fse found that cat 5 cable from host to connection in b cabinet was faulty. As a resolution the fse replaced the cat 5 cable. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor went blank with a patient on the table. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.